Event description:
Same case as MFR# 2939204-2009-00916. It was reported that during a coronary drug eluting stenting treatment procedure, the stent became elongated. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery (lad). At 3.0x28mm promus element stent was advanced to the lesion and was successfully deployed under 12atms. After deployment, cine showed narrowing of the middle of the stent. The physician attempted to look at the vessel again with ivus and while the physician was withdrawing the ivus catheter from the lesion it became caught on the stent strut of the promus element stent cine showed that the stent became elongated. The physician was able to remove the ivus catheter without additional intervention. The promus element stent stayed implanted and positioned on the lesion. A 38mm non bsc stent was then advanced to the lesion to cover the elongated portion of the promus element stent. The procedure was successfully completed with no additional patient complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.